Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoids procedure, several staples were not deployed after firing. The tissue was cut. Suture was used to complete the procedure. There were no adverse consequences for the patient reported. The sample was discarded due to the patient tissue in the device.